Event description:
It was reported that the image of the gastrointestinal videoscope was noisy. The issue occurred during maintenance. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. A root cause could not be identified. Based on the results of the investigation, the noisy image was most likely caused by fluid invasion in the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.